Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that, in (B)(6) 2026 a patient underwent a replacement surgery. Before the procedure, vision was 1.2 and decreased to 1.0 after the surgery. The overall quality of vision deteriorated significantly. The patient experienced double vision, reduced clarity and sharpness, difficulty reading without glasses, problems with driving, and poor distance vision. Additional information has been requested. There are two medical device reports associated with this patient. This is 2 of 2.